Manufacturer narrative:
Additional information received: the reporter indicated the lens was implanted in the right eye and over time the issue of high vaulting was resolved and the lens is fine. The lens remains implanted and the result is great overall. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted evo visian icl lenses bilaterally in a patient and both eyes present high vaulting. The lenses remain implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.